Event description:
Reference number (B)(4). Event occurred in colombia. It was reported that the patient faced an infusion set tubing cracked event on (B)(6) 2025. Infusion set was used for one day. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.